Manufacturer narrative:
The following fields have been updated with additional information: d.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 2020-06-29. H.3. Device returned to manufacturer: yes. H.3. Device eval by manufacturer: yes. H.6. Investigation summary: level b investigation:. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s1; occurrence: a complaint history check was performed and this is the 6th related complaint for shield does not detach as intended and 7th related complaint for needle hub separates on lot # 9252585, 1st related complaint for shield does not detach as intended and needle hub separates on lot # 9280158, 2nd related complaint for shield does not detach as intended and 4th related complaint for needle hub separates on lot # 9189530, 4th related complaint for shield does not detach as intended and needle hub separates on lot # 9007870. Investigation summary: customer returned six (6) loose 0.3ml insulin syringes. Consumer reported needle shield difficult to remove; needle hub separated and stayed inside of the shield. All six returned syringes were examined, and it was observed that five of the syringes exhibited a needle hub/shield assembly separated from the syringe barrel; no damage to the barrel tips was observed. It was observed that one of the separated needle hub assemblies was not returned. The one syringe that did not exhibit needle hub separation was tested to determine the shield removal force (specs: shield removal force for 0.3 ml syringe after sterilization is 0.85 to 5.95lbs) and the following was observed: sample number: sample 1, shield removal force (lbs): 3.43. The tested sample tested within specification. Samples will be forwarded to manufacturing (holdrege) on 02jul2020 for further review. A review of the device history record was completed for batch# 9252585. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. A review of the device history record was completed for batch # 9280158 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted for cracked hubs. There was one (1) notification [(B)(4)] noted for high shield pull. A review of the device history record was completed for batch# 9189530. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. A review of the device history record was completed for batch # 9007870 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hub separates). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed by manufacturing under investigation child (B)(4), "on 01 jul 2020, holdrege received a photo complaint. A visual evaluation of samples exhibits (5) syringes with no needle assembly attached. The needle assembly was separate from the syringe. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. There did not appear to be any core pin damage on the hub. (1) syringe with no obvious manufacturing defects. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Batch 9007870: l2l dispatch #49339 was created on 03jan2019 for raised shield/incomplete shield assembly issues. Root cause: a manufacturing component was caught in the dial. Corrective action: maintenance dispatch #55251 on 26 feb2019 was created to remove the component from the dial. Batch 9189530: root cause: the press station was not aligned correctly. Corrective action: l2l dispatch #72291 to adjust the press station. Batch 9252585: DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. Batch 9280158: root cause: debris in the shield carrier. Corrective action: l2l dispatch #86339 to clean shield carriers. CAPA #: (B)(4) rationale: capa1630423 was been opened to address this issue. H3 other text : see h.10.

Event description:
It was reported that relion® insulin syringe needle hub separated during use. The following information was provided by the initial reporter: material no. 328521 batch no. 9252585, 9280158, 9189530, 9007870. It was reported that needle shield is difficult to remove and needle hub separated and stayed inside of shield.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9252585, medical device expiration date: na, device manufacture date: 2019-11-22, medical device lot #: 9280158, medical device expiration date: na, device manufacture date: 2020-01-24, medical device lot #: 9189530, medical device expiration date: na, device manufacture date: 2019-08-23, medical device lot #: 9007870, medical device expiration date: na, device manufacture date: 2019-03-05. Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 6th related complaint for shield does not detach as intended on lot # 9252585; this is the 7th related complaint for needle hub separates on lot # 9252585; this is the 1st related complaint for shield does not detach as intended on lot # 9280158; this is the 1st related complaint for needle hub separates on lot # 9280158; this is the 2nd related complaint for shield does not detach as intended on lot # 9189530; this is the 4th related complaint for needle hub separates on lot # 9189530; this is the 4th related complaint for shield does not detach as intended on lot # 9007870; this is the 4th related complaint for needle hub separates on lot # 9007870. Investigation summary: no samples were returned therefore the complaint could not be confirmed. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9252585. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200851630, 200851661] noted that did not pertain to the complaint. A review of the device history record was completed for batch # 9280158 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200862423] noted for cracked hubs. There was one (1) notification [200862198] noted for high shield pull. A review of the device history record was completed for batch# 9189530. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200833480] noted that did not pertain to the complaint. A review of the device history record was completed for batch # 9007870 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that relion® insulin syringe needle hub separated during use. The following information was provided by the initial reporter: material no. 328521 batch no. 9252585, 9280158, 9189530, 9007870. It was reported that needle shield is difficult to remove and needle hub separated and stayed inside of shield.